Event description:
Customer dropped unit; broken case and no recorder run, "staircase" pattern in paddle mode. Returned to matrx for repair of above. On power up in service dept., unit displayed error code 001 (5/19/97).